Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used as an accessory device with a non-mdt stent graft system for the endovascular treatment of a 60mm aortic aneurysm. It was reported that during the index procedure, after the stent graft had been implanted, ballooning was carried out. It was reported that the balloon ruptured after 2 or 3 cycles of ballooning at the proximal end of the stent graft. The device was replaced with another reliant balloon to complete the procedure without any issues. The cause of the event is undetermined. Per the physician the reliant balloon ruptured during normal use. It was noted that the balloon was not aggressively inflated at the suprarenal stents or exposed to any kind of sharp edge that could have led it to burst. No additional clinical sequelae were reported and the patient is fine.